Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that a field delivery was not recorded.

Manufacturer narrative:
H4 updated. H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that a field delivery was not recorded. It was ascertained from the machine logs that a field was selected for treatment and then the machine entered a "ready state". However, for an unknown reason the "beam on state" was not received from the linac before a "complete state" was received. Mosaiq will not be aware that beam delivery has started if a "beam on state" is not received from the linac. The sdd logs have been reviewed and these have confirmed that the dose was given as prescribed. The treatment completed without issue and the dose was not recorded automatically. The dose would be able to be confirmed through the logs and then recorded manually by the customer. Mosaiq is working as designed and intended and based on the available information there has been no mistreatment.